Event description:
It was reported that during a laparoscopic sigmoidectomy procedure the surgeon tried to fire the stapler to transect the bowel. It didn't work he could just hear a "crunch" sound. He opened the stapler there were no staples and it would not cut at all. He took a new stapler and reloads and everything went fine. No adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes, firing. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? From the start of firing there was a crusching misssound and the firing did not go smooth. It was obvious that there was something wrong. The analysis results found that the device was received with the firing mechanism damaged and the shrouds separated. A reload was loaded in the device. The reload was received partially fired and with cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.